Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(6).

Event description:
The hospital reported that t.w. Power supply was not working.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that t.w. Power supply was not working. Unsure of when the failure was noticed and if there are an effects to the patient.